Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product problem: analysis confirmed the customer comment of a fatal error through the error logs and the link electronic module board was reseated and calibrated, and the software reloaded as a preventive measure. Additionally the hard drive was reconfigured and updated software was loaded. Analysis was unable to confirm the customer comment of intermittent pen issues, no stylus was returned with the device but during testing was able to select with no issues using a known, good stylus. A stylus was added and calibrated. Analysis further noted that the keyboard did not stay locked into the programmer and that the system fan was noisy and both were replaced to resolve. (B)(4).

Event description:
It was reported that the programmer displayed a fatal error during a device check. It was also noted that the pen had intermittent issues and the keyboard was snapped off. The programmer was returned for repair. No patient complications have been reported as a result of this event.